Event description:
The customer reported falsely elevated magnesium results generated on the architect c4000 analyzer on multiple patients. The elevated magnesium results were greater than 9.0 mg/dl and repeated in the normal range of 1.6-2.6 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. Fs replaced the mixer which resolved the issue. A review of the architect (sn# (B)(6)) service history found no additional likely causes and no additional reports of inconsistent or erratic results have been received since fs addressed the issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed that the calculated erratic rates were all below the upper control limit and found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Labeling was reviewed and contains adequate information on maintenance and troubleshooting of erratic results. No systemic issue or product deficiency was identified.